Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the insulin pump has a crack. Customer stated that it is a small crack on the screen on the left hand side where the b button is and the crack is going up. Customer stated the device was dropped. Blood glucose value is unknown. Nothing further reported.